Manufacturer narrative:
D2b - pro code (product code): fge, lit. G4 - premarket / 510(k) #: k103751, k110122.

Event description:
It was reported that balloon rupture occurred. The 100% stenosed target lesion was located in the moderately tortuous and severely calcified superficial femoral artery (sfa). A 4.0 x 40, 135cm mustang balloon was advanced for dilation. However, during the third inflation at 24 atmospheres for approximately 10 seconds, the balloon ruptured. The procedure was completed with a different device. There were no patient complications as a result of this event.